Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. Visual examination of the returned product identified liner had deformation around the opening of the seated head. Gouges are noted to the side outer spherical surface. Nicks and scratches are also present from use. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to disassociation of the bearing and head. The patient experienced recurrent dislocation. There is no additional information available at the time of this report

Manufacturer narrative:
(B)(4). D10: 163638, item name 28mm cocr mod hd +6mm no skirt, lot # j7362297. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.